Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. The physician found that during the procedure, the acquisition processor could not be turned on normally, the physician restarted it, but the error existed as well. The procedure was not completed due to this event. No patient complication or other additional intervention reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Since the image pc failed to power up, the malware scan could not be performed.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. The physician found that during the procedure, the acquisition processor could not be turned on normally, the physician restarted it, but the error existed as well. The procedure was not completed due to this event. No patient complication or other additional intervention reported.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. The physician found that during the procedure, the acquisition processor could not be turned on normally, the physician restarted it, but the error existed as well. The procedure was not completed due to this event. No patient complication or other additional intervention reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. After the bios battery installed the returned acq pc installed into a 2.8/2.8.1 standard gold polaris system and attempted to perform polaris functional testing. The acq pc met specification.